Event description:
It was reported via a phone call received by the sales rep (sr) from the cath lab rn. The rn told the sr that the "iab didn't work." The intra-aortic balloon pump (iabp) alarmed and a message on the screen stated to call service. The rn did not remember what the alarm said or if the pump stopped or not. The sr asked more questions and initially the rn stated that the intra-aortic balloon (iab) did not work at all so they inserted another iab. The rn then stated that the iab went into the pt and they did pump for a short time, but the iab did not fully inflate. The sr did find out that the fiberoptix sensor (fos) did zero per the rn's understanding; however, the rn was not able to relate to the sr answers regarding the light bulb icon. When asked specific questions regarding what happened with the iab switch, the rn stated that the iab was removed (sheath and iab) and the second iab was inserted in same groin with a new sheath. The rn stated the second iab worked well, no problems. The pt is stable. Add'l info received on (B)(6) 2013 stated the iab was inserted via pt's femoral artery. The rn stated there was a short delay/interruption in iabp therapy. Pt outcome is good, stable. An update received from the sr on (B)(6) 2013 reported that the lead tech (lt) that was at table during insertion stated that the fos was not recognized by pump. They continued with iab insertion and planned to use the central lumen a-line. Once the iab was in place, they had the pump on 2-1 assist ratio and it 'pumped'. The lt stated it pumped "about the time to suture into place". They looked back at fluoroscopy and the distal end of the iab was not fully inflating, but the proximal end of the iab was open completely. The pump did not alarm (except the message "fos not zeroed") and pumping continued without stopping. The lt noted that there was a "swishing sound coming from the leg area, kind of like when a balloon opens in water." Per the lt they removed a balloon opens in water". Per the lt they removed the iab and then replaced with a new iab. No issues or alarms occurred with the second iab insertion.

Manufacturer narrative:
(B)(4).